Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient reported loss of consciousness and required revival from emergency medical services (ems). No details were documented about medical intervention received. The patient was transported to the emergency department (ed) and discharged the same day and reportedly felt fine. At some point in the event, the cgm was reading low and the blood glucose reading was 167 mg/dl. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.